Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') in a (B)(6) year old female patient who had essure (batch no. B71767) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: patient underwent essure confirmation test: contrast x- ray. Previously administered products included for an unreported indication: depo-provera. Concurrent conditions included obesity, uterine bleeding, leiomyoma, asthma and pelvic pain female. Concomitant products included ibuprofen. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), urinary incontinence ("bladder problems"), urinary tract disorder ("urinary tract disorder") and fatigue ("fatigue") and was found to have weight increased ("weight gain"), 27 days after insertion of essure. The patient was treated with surgery (laparoscopic hysterectomy, total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2020. At the time of the report, the menorrhagia and vaginal haemorrhage had resolved, the urinary incontinence, fatigue and weight increased was resolving and the urinary tract disorder outcome was unknown. The reporter considered fatigue, menorrhagia, urinary incontinence, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.4 kg/sqm. Hysterosalpingogram in (B)(6) 2015: unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-apr-2020: pfs received. Event bladder problems updated to bladder leakage. Removal details added. Case becomes incident. Outcome for events were added. Concomitant conditions added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.